Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the ilet was delivering too much insulin, experienced persistent low blood glucose while on vacation without meal announcements, ingested approximately 90 grams of oral carbohydrates without maintaining glucose above 70 mg/dl, and disconnected from the system for about 90 minutes before deciding to remain off the device and manage with manual injections while monitoring on the mobile app. Symptoms included hypoglycemia. Outcomes included use of oral glucose and continued self-monitoring without hospitalization. Investigation included review of available data and troubleshooting and education regarding hypoglycemia management and complex carbohydrate intake; data sync limitations were encountered. Investigation of this case revealed no confirmed device malfunction due to lack of up-to-date report access and unclear causation, with potential contributory factors including missed meal announcements and algorithm performance concerns. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.